Event description:
Livanova deutschland received a report of an electronic venous occluder (evo) which could not be set correctly. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A1-a5: patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the evo clamp. The event occured in hokkaido, japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.